Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections di updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
The customer's report was duplicated and attributed to faulty electrode pads. A set of replacement electrode pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.